Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: a review of the pump¿s black box data revealed evidence of partially discharged batteries installed. There was also evidence of unacknowledged alarms observed in the pump¿s black box data. The alarm history revealed three eaw 128-fe88 post motor power supply faults. There was no visible damage to the battery compartment. The battery cap was able to fully secure onto the pump. The pump powered on with the returned battery cap. There were no duplicated eaw 128-fxxx issues duplicated during the investigation. The electrical current draws measured within specifications. Unrelated to the initial complaint, the pump was opened and moisture contamination was found on the internal components of the pump. Also unrelated, the ¿coin slot¿ at the top of the battery cap was damaged, and the audio bolus button cover was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.